Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was over 46 mg/dl. The customer was treated with carbohydrate for low blood glucose level. Customer declined to troubleshooting for low blood glucose. Customer stated that she had air bubbles in her reservoir, but did not have them now but will monitor. The insulin pump will not be returned for analysis.